Event description:
Patient reported skin irritation in the form of blisters and welts. The patient did seek medical attention from the doctor and used an otc medication. The patient did not follow proper skin preparation.

Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.